Manufacturer narrative:
Batch review performed on 22-sep-2022: lot 2103128: (B)(4) items manufactured and released on 07-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Additional device involved. Batch review performed on 22-sep-2022: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2010629: (B)(4) items manufactured and released on 10-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 11 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.